Manufacturer narrative:
The product is not available for evaluation and will not be returned. The patient event was not related to the enb device or the procedure. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension procedure (B)(6) 2016. On (B)(6) 2016 the patient required emergent intubation due to respiratory failure. The patient was then transferred to another facility to receive a tracheotomy and have a peg tube placed. The patient died on (B)(6) 2016. The patient event was reported not to be related to the enb device or the procedure.